Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of cardiac arrest, death and mitral regurgitation (mr), are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (thin or friable leaflets). The patient effect of mr was a result of the slda and complete clip detachment. Death was likely a consequence of worsening clinical condition post cardiac arrest; however, a cause for the cardiac arrest could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip referenced is filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda) and patient death. It was reported this was a mitraclip procedure performed on (B)(6) 2018 to treat degenerative mitral regurgitation with an mr grade of 4. Two clips (cds0602-xtr, 80821u148 and cds0502, 80302u260) were implanted without issue, reducing mr to 1. The patient was discharged on (B)(6) 2018; however, later that day at home the patient went into cardiac arrest and was re-hospitalized with a poor prognosis. Echocardiogram was performed, showing that one of the clips detached from both leaflets and embolized in the right femoral artery. The other clip detached from the posterior leaflet and remained attached to the anterior leaflet, and mr increased to 4. On (B)(6) 2018, the patient expired. Per the physician, it is unknown what caused the cardiac arrest. There was no additional information provided.